Event description:
During service at baxter, a technician discovered the stop key was intermittent on the pumphead module keypad on 03 march 2010. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device (B)(4) categorized as remediated. There is no further information available.

Manufacturer narrative:
(B)(4). During service at baxter, a technician discovered the stop key intermittent on the pumphead module keypad. The assignable cause was faulty pumphead module keypad. The pumphead module keypad was replaced.